Event description:
It was reported that the intima-ii y 24gax0.75in mz ec slm npvc catheter tip was deformed. The following information was provided by the initial reporter: when the nursing staff punctured the patient with the indwelling needle, they found that the resistance of the needle was high. After checking that there was no abnormality in the puncture site, the nurse withdrew the indwelling needle. The inspection found that there was a bulge around the 0.2mm needle head of the indwelling needle tube. Replace the indwelling needle for puncture .

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in mz ec slm npvc catheter tip was deformed. The following information was provided by the initial reporter: when the nursing staff punctured the patient with the indwelling needle, they found that the resistance of the needle was high. After checking that there was no abnormality in the puncture site, the nurse withdrew the indwelling needle. The inspection found that there was a bulge around the 0.2mm needle head of the indwelling needle tube. Replace the indwelling needle for puncture .

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1293774. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.